Event description:
Reporter alleged the pt received a results of 114 mg/dl or 140 mg/dl on the inform system at 3:18 pm. Reporter stated that the pt was tested because she was unresponsive, and the staff assumed the pt was having a stroke. Reporter stated that a venous sample was collected at 3:30 pm and reported from the lab as 10 mg/dl one hour after it was drawn. Reporter stated that there was a delay in treatment based on the meter result, that the pt was intubated then transferred to the facility's "neuro" ICU. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.